Manufacturer narrative:
The company service representative examined the system and did not find any problems. The system was then tested and met all product specifications. The company service representative observed a case with the surgeon. The surgeon agreed the system was working correctly. (B) (4)

Event description:
The nurse reported the surgeon stated that on the last case he observed a green light while using the lio headset. The surgery was completed, and there was no harm to the patient or to the surgeon. Additional information received stated the surgeon was performing a pan retinal photocoagulation and a retinopexy for a retinal detachment. No patient or surgeon harm was reported.